Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual examination found three external insulation abrasions consistent with friction to device can, one exposing the inner coil. The cause of the reported event was isolated to the exposure of the inner coil in the abrasion zone.

Event description:
Related manufacturer report number: 2017865-2023-15690, related manufacturer report number: 2017865-2023-15691, related manufacturer report number: 2017865-2023-15692. It was reported that a patient presented with an unspecified lead malfunction. The physician elected to explant and replace the implantable defibrillation system for dual chamber defibrillation system. During the procedure, the implantable cardioverter defibrillator (ICD) was noted to be contaminated. There were no patient consequences.